Manufacturer narrative:
(B)(4).

Event description:
It was reported that and alert was received showing non-sustained rv oversensing due to post-paced t wave oversensing. Patient was asymptomatic. Programming changes were recommended. Patient was stable before, during and after the event. Device remains implanted.

Event description:
New information received notes that the recommended programming changes were made to the patient's device. Patient will be followed up normally.